Manufacturer narrative:
This lead was capped on (B)(6) 2015 and replaced with a similar lead. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The atrial lead impedance has been gradually increasing since (B)(6) 2014 from 448 to 1331 on (B)(6) 2015 indicating a possible atrial lead fracture. This lead currently remains implanted pending further evaluation for possible lead replacement. No adverse patient side effects have been reported.